Event description:
The customer reported being hospitalized for hypoglycemia. It was stated that the doctor told the customer it was related to her thyroid cancer. The customer was putting on beta blockers. It was stated that the customer had several seizures two days prior to her admission. It was stated that the customer was found by the police in the hallways of her apartment complex. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.